Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin, which led to a hypoglycemic event. On (B)(6) 2023 at 8:30am the customer received a blood glucose result of 178 mg/dl and administered a bolus of 6.7iu. Approximately 25 minutes later the customer lost consciousness. The customer's husband immediately treated her with nasivin nasal spray and the customer regained consciousness. It was reported that blood gluocse levels stabilized and no outside medical attention was required. The blood glucose results obtained at the time of the event were not provided. The user alleged that the device over delivered insulin, which led to the event.

Manufacturer narrative:
Section d4: catalog number and UDI # were corrected based on the returned product.